Event description:
The product was used during a lar procedure. Reportedly, the staples did not form properly. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
The device was returned and evaluated, however, the exact cause could not be reliably determined.